Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged visualization of particles . There was no report of serious or permanent patient harm or injury. The device was returned and manufacturer could not confirm particles in water chamber. Evidence of making a whining noise was observed during device evaluation.